Event description:
It was reported that this artificial urinary sphincter (aus) did not work properly. There was a hole in the balloon. The device was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cuff was visually inspected, and leak tested. The cuff passed visual inspection; no anomalies were found. The cuff passed leak test. The balloon as visually inspected, and leak tested. The visual inspection revealed that the balloon had a hole from fatigue at the balloon/adapter junction. Balloon had a fluid leak from fatigue at the balloon/adapter junction. The pump was visually inspected, leak tested and functionally tested. The pump passed visual inspection; no anomalies were found. The pump passed the leak test. The pump did not pass low flow test with an output pressure reading below specification. Product analysis was able to confirm the reported device allegation.

Event description:
It was reported that this artificial urinary sphincter (aus) did not work properly. There was a hole in the balloon. The device was explanted and replaced. There were no patient complications reported.